Event description:
Medtronic bravo capsule for esophageal ph monitoring would not adhere to the esophageal wall despite 2 attempts with the same lot number of catheter. The 3rd attempt with a different lot number worked well and adhered to the esophageal wall. I place these catheters all the time and my technique did not vary with the first 2 attempts with lot #34591q, ID # (B)(6). Switching to the 3rd bravo, it worked as expected, lot # 34601q, ID #(B)(6). Add'l anesthesia time and the potential for esophageal wall injury may have occurred given the malfunction.